Event description:
It was reported that during a laparoscopic hernia procedure the device had malformed staples. No further information was available. They completed the procedure with a new like device. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
The customer reported that after the session was completed, (B)(4) crashed while saving the info. When the user checked the history info in rt chart, it was noticed that in the 22nd fraction, a field (field 5) had been treated twice. The last fraction for this pt's plan exceeded a total dose limit. There was no report of serious injury to the pt and no further pt condition data was provided.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The device was tested and it was cycled, fed, and formed the remaining staples as intended. The device was found to be fully functional and conforming. The batch record was reviewed and no anomalies were noted during the manufacturing process.